Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# : (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the manufacturer representative met the patient for an scs adjustment and help with the patient programmer. The programmer batteries needed to be changed. Upon checking impedances 8-15 were all found to be > 10,000 ohms. The patient reported falling approximately 1 year ago and did not recall feeling stimulation after that. The device was still on and they reported that it had not been turned off this entire time but that they had not felt any tingling. The issues had not been resolved at the time of the report. With follow-up it was reported that no further steps or actions had been taken to resolve the issues at the time of the report of (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.